Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gears inside the gear box were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the compact speed reducer device was not spinning to disconnection of the shaft. It was further reported that the device was found in the csp with a broken sticker on it. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.